Event description:
Customer reported, via mandatory medwatch, that twins, 24 weeks gestation, weight 652 and 579 grams, one with an intraventricular brain hemorrhage and the other with a patent ductus venosus, died nine days after birth. Apparently, they were receiving heparinized saline, prepared using the compounder equipped with computer software. The medwatch alleges several problems with the software. The link between the deaths and the software is not explicitly stated in the medwatch. Apparently, 77meq of sodium chloride were added to the bags given to the neonates, for a concentration of 77meq/124ml. Half normal saline is 77meq/l. Pt's weight is 605 grams.

Event description:
Customer reported, via mandatory medwatch, that twins, 24 weeks gestation, weight 652 and 579 grams, one with an intraventricular brain hemorrhage and the other with a patent ductus venosus, died nine days after birth. Apparently, they were receiving heparinized saline, prepared using the compounder equipped with computer software. The medwatch alleges several problems with the software. The link between the deaths and the software is not explicitly stated in the medwatch. Apparently, 77meq of sodium chloride were added to the bags given to the neonates, for a concentration of 77meq/124ml. Half normal saline is 77meq/l. Pt's weight is 620 grams.